Event description:
It was reported that the pump's usb port has a loose connection and unstable/not recognized and the pump battery intermittently could not be charged properly. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.